Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads exhibited oversensing of myoelectric potential. It was considered that the oversensing could not have been avoided due to leads being unipolar, and no malfunction of the leads was alleged nor suspected. The physician determined it was best for the patient to implant new leads. Surgical intervention was performed, the leads were surgically abandoned and new leads were successfully implanted. No additional adverse patient effects were reported.